Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
The customer reported that on (B)(6) 2018, the a2004 mayfield 2000 radiolucent headrest became undone after five (5) to six (6) hours during a post neck surgery. The patient was injured. Additional information received on (B)(6) 2018: surgery was reported as fracture dislocation c6/7 on an (B)(6) female patient. Standard sterile pins were used. There was no increased of surgery time as the customer did not know the clamp had failed until the end of the procedure and removed the drapes. The procedure finished as usual. Outcome of the patient was reported as bruising to forehead and nose which has now settled.

Manufacturer narrative:
During evaluation, the loaner skull clamp was tested and the torque screw was within integra specifications. Long time torque test was performed and it was also within specifications. The o ring at the swivel assembly was wasted and needed to get replaced. The incident reported by the customer can not be confirmed. The root cause for the complaint event is unknown.